Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed a problem approximately 5 years after lens implantation in the left eye. Reportedly the surgeon explanted the lens due to calcification approximately 6 years post implant, and another lens was implanted. Patient's prognosis was reported as good, with vision improving post lens exchange.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Sem micrographs observed a non uniform flake like deposit on the surface of the iol. Sem/eds (scanning electron microscope/energy dispersive spectrometer) analysis found evidence of calcium and phosphorus in the surface deposits. Three major types of calcification have been previously described. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined.